Event description:
It was reported that a patient developed dermatitis after a procedure was performed using dyract extra. Further information has been requested, though none is available as of this report.

Manufacturer narrative:
While it is unknown if the dyract extra used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. As of this report, the device has not been returned for evaluation and the lot number is not known for retained-product testing and or DHR review. Further info pertaining to this event will be reported if it becomes available.